Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a severe skin irritation. The patient had red spots all over his back where the therapy electrode pads sit, broken skin under the tactile alarm, and irritation under the front therapy electrode pad. The patient's physician ended use of the lifevest and prescribed the patient steroids and antibiotics. Follow-up indicated that the irritation had cleared up.